Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report via phone call, the insulin pump alarmed button error and another alarm. Customer's blood glucose reading was 126 mg/dl. Customer reported that the insulin pump stopped delivery of insulin and the customer was unable to clear the button error alarm. Customer also mentioned they had another alarm but customer is unable to access the history due to the unresponsive keypad. Customer stated the insulin pump had condensation under the lcd screen. Customer was unable to verify if the display was not frozen as the customer had removed the battery. Customer was advised discontinue use of the insulin pump, revert to back up plan per health care professional's instructions, and the device needed to be returned. The insulin pump is returning for analysis.